Event description:
It was reported by the customer that a pyxis medstation es system had a configuration issue. The customer stated that the station time is not accurate, causing a delay in dispensing medications to the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the device had a configuration issue. The technical support specialist found that time.windows.com was set as the ntp server in use, applied ka 000011508, confirmed that station and healthcheck data. The system functioned as intended after the technical support specialist troubleshot the device.